Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that at a follow up appointment, high, out of range (>2000 ohms) pacing impedance measurements were noted from a competitor's left ventricular (lv) lead. Additionally, variable, unstable threshold measurements were noted. Boston scientific technical services were contacted and recommended performing in-clinic isometrics and maneuvers to exclude lead impairment, as well as continue with close remote monitoring. Exhaustive attempts were made for additional information, but was not received. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that at a follow up appointment, high, out of range (>2000 ohms) pacing impedance measurements were noted from a competitor's left ventricular (lv) lead. Additionally, variable, unstable threshold measurements were noted. Boston scientific technical services were contacted and recommended performing in-clinic isometrics and maneuvers to exclude lead impairment, as well as continue with close remote monitoring. Additional information has been requested regarding the event resolution, but has not yet been received. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.